Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 37 mg/dl at the time of the incident. The customer was at 54 m/dl at the time of the call. The customer also reported that the blood glucose went down to 47 mg/dl. The customer was given sugar and lemonade to treat. The customer experienced symptoms such as sweating, feeling weak, cold, and shaking. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer's blood glucose was 97 mg/dl at the end of call. The customer went really high of 600 mg/dl before going low. The insulin pump will not be returned for analysis.